Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system potentially provided inappropriate anti-tachycardia pacing and delivered inappropriate shocks due to a supraventricular tachycardia (svt) arrhythmia. Inappropriate therapy delivered due to the svt arrhythmia induced ventricular fibrillation (vf). Subsequent shocks delivered terminated the vf arrhythmia. Additional information was requested but not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.